Event description:
The customer reported that there was fluid of a few milliliters leak from the baths on the coulter act diff 2 analyzer. The leak was not contained with the instrument. The customer also reported erroneously low results for a single patient run on the instrument. Erroneously low patient result was not reported outside the lab. There was no biohazard exposure to open wounds or mucous membranes. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) indicated that he found the vacuum isolator chamber was overflowing causing the wbc and rbc baths to overflow. He could not identify the specific cause of the bath overflow; however he replaced all pinch valves associated with baths, filters, the vacuum isolator chamber and associated tubing as part of preventative maintenance. There were no further issues observed. Data submitted for review indicated that there were no results generated for wbc and diff results on initial sample run. The sample was rerun on the same instrument. The data indicated that the initial sample recovered higher hgb, mcv, mch, mchc and lower hct and plt with instrument generated flags compared with the sample rerun. The data submitted also indicated that the differential, plt and wbc results were flagged on the sample rerun; the customer did not consider the rerun results correct and sent the sample to another site for a rerun. The data submitted from the reference lab indicated that there were higher wbc, rbc, hgb and hct compared with the second run of the patient sample on the act diff 2. The rerun results from the reference lab were considered correct by the customer. There were no rerun results for differential provided by the reference laboratory. (B)(4).